Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 2.1 mmol/l. Customer reported that he had a seizure and he was found unconscious. The customer was treated with IV drip. Customer's blood glucose reading was 10.0 mmol/l at the time of call. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.